Event description:
It was reported that the wake button was intermittently unresponsive. There was no adverse impact on the patient's blood glucose level. The patient declined further follow-up assistance, and no additional information was obtained.